Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot/ UDI number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a matrixwave product broke into during closed reduction case and product no right now. One procedure done for the patient. The matrix wave plate broke when the surgeon was inserting the screws. It happened in two places with one matrix wave bar/plate. They have the actual implant and the broken screw that were inserted and taken out. It is unknown how the procedure was completed. It is unknown if there was surgical delay. Patient outcome is stable. Concomitant device reported: unknown matrixwave implant (part# unknown, lot# unknown. Quantity: this complaint involves four (4) devices. This report is for one (1) matrixwave mmf ti plate 10 holes/short. This is report 1 of 2 (B)(4).